Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon inspection, the electrode belt was found to have bent connector pins. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.

Event description:
The wife of a (B) (6) male patient called in to zoll lifecor customer support to report that the patient is getting messages to connect the electrode belt. The pt received a replacement electrode belt.